Event description:
It was reported that the patient felt more tired than usual and was not getting their heart rate up as fast as before. The implantable pulse generator (ipg) was implanted three months prior. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri58 implantable pacing lead (B)(6) 2013. (B)(4).